Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Event description:
It was reported that the device was approaching the end of its battery life. It would not emit a tone when subjected to the magnet test, the device could not be interrogated, and it was pacing intermittently when measured by the electrocardiogram. The device was explanted and replaced. Upon explant, the device could not be turned off. No patient complications were reported as a result of this event.